Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to high thresholds. It was noted that the new lead was implanted for left bundle branch area pacing (lbbap). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.